Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The surgery center reports that a pt is experiencing flickers of light and images with blurred edges in both eyes. According to the info received, the pt describes his vision as being very clear when he partially blocks the light going into his eyes. The pt has had crystalens implanted in both eyes. Please reference MDR #: 2031924-2011-00078.